Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedance measurements and loss of capture. At a follow-up appointment, it was found that the lead was fractured. Surgical intervention was taken to cap and replace this lead. No additional adverse patient effects were reported.